Event description:
The isoflex tubing comes apart from the collar when rptr tugs on the isoflex tubing to lengthen it. No detriment to pts. Anesthesia staff found problem prior to use and removed defective product.